Event description:
It was reported that the patient presented to the hospital after experiencing pectoral stimulation. Upon interrogation, it was noted that the right atrial lead exhibited a polarity switched due to high pacing impedance. The lead was capped and replaced on (B)(6) 2024. The patient was stable.